Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, the ra lead was placed to several positions but could not pace, the lead paced well near the artia, however, the lead could not be fixed and dislodged repeatedly. The ra lead was removed and replaced with a different lead to complete the operation successfully, and tested parameters were good. No patient complications have been reported as a result of this event.